Manufacturer narrative:
No pt was present. RMA issued. Replacement part shipped (B)(4) 2011. Investigation finds the clamp face is bent slightly to one side. As a result, it is difficult to turn the adjustment screw, but it is not stripped. The head of the screw has tool marks all around the edge, however, the hex head is not stripped. The retainer ring on the base of the adjustment screw has been stretched and allows slippage of the clamp, as well.

Event description:
A site purchasing rep reported an instrument was damaged. The site's spine clamp screw was stripped. This event did not occur during surgery and no pt was present.